Event description:
Reported unknown number of false positive sofia sars results. It is unknown if the patients were asymptomatic or symptomatic. Unknown if the result was confirmed as the confirmation method was not provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.